Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-paddle leads upn: (B)(4), model: sc-8352-50, serial: (B)(4), batch: 7021286.

Event description:
It was reported that patient was experiencing inadequate pain relief. No device malfunction were suspected. The patient underwent an explant procedure. All components were explanted and will not be returned.